Manufacturer narrative:
No medical records were provided to the manufacturer. A video image was provided. The lot number for the device was provided. The device history records and video image are currently under review. The device was not returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post implantation of an eptfe vascular graft, a two cm segment of the graft was allegedly weeping. The weeping fluid was discovered inter-operatively, post-implant of the vascular graft which required the use of a suction drain device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned. A video was provided. Based on the video review, leak is confirmed as the graft is seen leaking clear fluid. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that post implantation of an eptfe vascular graft, a two cm segment of the graft was allegedly weeping. The weeping fluid was discovered inter-operatively, post-implant of the vascular graft which required the use of a suction drain device. There was no reported patient injury.